Event description:
The patient experienced a loss of lock between his external equipment and the cochlear implant. The patient's external equipment was tested, however, the problem was not resolved. Testing confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.